Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown omnifit cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device: hospital retained.

Event description:
Revised an omnifit cup on the patient's hip due to cup loosening. The surgeon did not comment intraoperatively on the reason for the loosening.

Manufacturer narrative:
An event regarding loosening involving an unknown omnifit shell was reported. The event was not confirmed. Method & results: the device was not returned for analysis, images of the device following explantation were provided. Blood was evident on the shell. The porous coating on the shell was absent in some portions. Device returned is needed to fully investigate. Medical records were not received for evaluation. Device history review and complaint history review could not be performed as the device details were not provided. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as device return, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient was received by stryker orthopaedics. If devices and/or additional information becomes available, this investigation will be reopened.

Event description:
Revised an omnifit cup on the patient's hip due to cup loosening. The surgeon did not comment intraoperatively on the reason for the loosening.